Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the 5076-52 full lead was returned, analyzed, and revealed that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to a system upgrade. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.